Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture on the right side with right axillary lymph node changes beginning with t2 flex and stir hypersignals" , ¿palped mass on the right axillary fold and intra-nipple¿, ¿the content of the right prosthesis is septalized: intracapsular rupture not excluded," and capsular contracture baker grade I. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as surgical damage. Observed <3 openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "intracapsular rupture on the right side with right axillary lymph node changes beginning with t2 flex and stir hypersignals" , ¿palped mass on the right axillary fold and intra-nipple¿, ¿the content of the right prosthesis is septalized: intracapsular rupture not excluded," and capsular contracture baker grade I. The device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular rupture on the right side with right axillary lymph node changes beginning with t2 flex and stir hypersignals" , ¿palped mass on the right axillary fold and intra-nipple¿, ¿the content of the right prosthesis is septalized: intracapsular rupture not excluded," and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/ nodule: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.